Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: handgrip did loosen on the impactor for proximal femoral nail antirotation.this is 1 of 1 report for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.

Manufacturer narrative:
Additional narrative: an investigation was conducted and it states that the blue handle has a crack between the handle and the shaft. A likely cause could be due to a mechanical overload that leads to this damage. Further investigation showed conformity of the article in question to the company specification and no apparent fault of material or manufacturing was detected. The manufacturing records were reviewed and no complaint related issues were found, the instrument conforms to our specifications. No product fault could be detected. Placeholder.